Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance on a trilogy o2 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an "internal battery depleted" code was found in the ventilator's downloaded error log. The manufacturer's service technician replaced the device's power management printed circuit assembly board to address the issue. Additional findings not related to the malfunction/issue was the following parts being proactively replaced on the device: o2 preventative maintenance kit, exhaust fan assembly, and forty-three micron filter. After all the parts were replaced on the device, the manufacturer's service technician performed the repair and run-in tests, along with the battery and alarm checks. The manufacturer's service technician determined the device was operational and it was cleaned.